Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and a sling and (bs) uphold were implanted. The patient experienced pain, bleeding, dyspareunia, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures, including a surgery on (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, organ perforation, recurrence and other. It was reported that the patient underwent a mesh revision on (B)(6) 2010 due to sui. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 8/21/2017. (B)(6). It was reported that following insertion the patient experienced urinary frequency, urinary urgency, urinary tract infection and nocturia.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-06031. The same patient is represented in each medwatch.